Event description:
The customer reported that during a patient event while monitoring the patient, the device lost power several times. The reported event occurred during transportation of the patient. It was also reported that the service indicator was illuminated on the device and the device had logged a potentially critical event code indicative of a device lockup. The patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported failure. The system pcb assembly was replaced and proper device operation was then observed through functional and performance testing. The device was then returned to the customer for use. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
Physio-control evaluated the removed system pcb assembly. Physio-control determined that the cause of the reported failure was due to a solder joint of the single board computer (sbc) connector, designator j9 on the sytem pcb assembly which had an intermittent contact. This solder joint having an intermittent contact caused the pcb to reboot with some movement.